Event description:
It was reported that during a sleeve procedure, the device with a gold reload was used. The surgery was in the morning with no problems, however, in the afternoon the staple line merged. The surgeon had to operate again with a competitor's device. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was discarded. Additional information: (B)(4) - can you please clarify "staple line merged"? The staple line opened. What firing did this occur on? It was during the operation always o.k., it was on the op-day in the evening and the stapleline was open by the antrum. What tissue was fired upon? Gaster - antrum. Were there any difficulties firing the device? No. What did the staple line look like intra-op and upon reoperation? The staple line during. The op was o.k. And clean, and upon reoperation the stapleline was open on the first and second firings with the antrum for a sleeve op. How long has the user been using the device? The second op with powered ec but always with sales rep. Has the user been inserviced? Yes sure. Patients preexisting conditions? No. Tissue condition? Normally. How is the patient currently? No. Is the patient expected to have a full recovery? Yes. (B)(4) - can you please clarify "staple line merged"? Staple line went on again after the operation. Clarified this answer with affiliate, meaning was the following: staple line went open. Again in the afternoon and the patient had to be reoperated. What firing did this occur on? What tissue was fired upon? Antrum. Were there any difficulties firing the device? No. What did the staple line look like intra-op and upon reoperation? Intraoperative. Complications were not detected. Only at follow-up could be seen that the first row of staples was open. How long has the user been using the device? It was the first time. Has the user been in-serviced? Yes. Patients pre-existing conditions? There are no pre-existing conditions known. Tissue condition? Good tissue condition (according to surgeons, however suggests that the tissue may have been too thick for the golden magazine). How is the patient currently? Is the patient expected to have a full recovery? The patient is doing well again.